Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the device was showing fatal error. A technical support specialist (tss) followed the knowledge article (ka) to set stations to "simple" recovery. The tss confirmed that the stations drive filled up, so the tss full synchronized the stations to make sure no data mismatches were present, concern over all their devices settings came up, followed the ka to deploy a package to make sure settings were consistent across facility. Then ran package ran. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server had displayed a fatal error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had displayed a fatal error message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.